Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer determined during troubleshooting that auxiliary drawer 3.1 controller was causing the station to short and power down. The drawer controller board for drawer 3.1 was replaced. After replacement, the hardware powered on successfully. The application was launched, and the hardware was tested successfully through the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary displayed a black screen, and the customer confirmed that although the pyxis machine was plugged in, it was not powering on. However, there were no delays or adverse events or injuries reported based on this event.